Event description:
Procedure performed: ni. Event description: intraoperatively during the removal of the circular stapler from the left medial port site, the endoscopic pouch string ripped and the pouch flipped inside out exposing bowel contents to the port site. It is suspected that this was due to the pouch and string having a plastic bead-like item that typically cinches the pouch shut before removal. The pouch must stay closed around the circular stapler and must be removed with the stapler. The bead caught on the port site and had exposed bowel contents. A 1:1 ratio of povidone iodine 10% and 0.9% sodium chloride irrigation was used to irrigate and wash out the affected port site. Procedure proceeded as planned. Additional information provided by [name] on 13aug2024 via email: there was "spillage" from the bag in that the contents were exposed. The circular stapler is placed inside of the small bowel during the procedure, and the specimen bag is used around the contaminated end of the stapler to prevent exposure of the bowel contents to the other surgical sites. The specimen collected in the circular stapler is small bowel and gastric anastomotic rings. With this particular product, there is a little plastic bead that gets caught on the tissue around the port site when trying to remove the stapler with specimen bag from the patient. This causes the bag to rip open and the contaminated stapler/bowel contents to be exposed to the port site. I am not too sure as to where exactly the bag broke. As far as I am aware, the bag did not break into multiple pieces, and if so, all fragments were retrieved from the patient. Additional information received from [name], supply coordinator rah/ osc or, [facility] via email on 16aug2024: we do have mdip 40088 here to return. Intervention: a 1:1 ratio of povidone iodine 10% and 0.9% sodium chloride irrigation was used to irrigate and wash out the affected port site. Procedure proceeded as planned. Patient status: no apparent harm - reached patient/person, inconvenient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cord loop and uncinched bag. It was observed that a portion of the cord loop was significantly frayed. Based on the condition of the returned unit and the description of the event it is possible that the cord loop rubbed against an instrument during the extraction, leading to the cord being cut and as a result, the bag uncinched. It is also possible that the incision site was not properly sized. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: updated section h6 component code from 553 - bag to 814 - fiber.

Event description:
Procedure performed: ni. Event description: intraoperatively during the removal of the circular stapler from the left medial port site, the endoscopic pouch string ripped and the pouch flipped inside out exposing bowel contents to the port site. It is suspected that this was due to the pouch and string having a plastic bead-like item that typically cinches the pouch shut before removal. The pouch must stay closed around the circular stapler and must be removed with the stapler. The bead caught on the port site and had exposed bowel contents. A 1:1 ratio of povidone iodine 10% and 0.9% sodium chloride irrigation was used to irrigate and wash out the affected port site. Procedure proceeded as planned. Additional information provided by [name] on 13aug2024 via email: there was "spillage" from the bag in that the contents were exposed. The circular stapler is placed inside of the small bowel during the procedure, and the specimen bag is used around the contaminated end of the stapler to prevent exposure of the bowel contents to the other surgical sites. The speciment collected in the circular stapler is small bowel and gastric anastomotic rings. With this particular product, there is a little plastic bead that gets caught on the tissue around the port site when trying to remove the stapler with specimen bag from the patient. This causes the bag to rip open and the contaminated stapler/bowel contents to be exposed to the port site. I am not too sure as to where exactly the bag broke. As far as I am aware, the bag did not break into multiple pieces, and if so, all fragments were retrieved from the patient. Additional information received from [name], supply coordinator rah/ osc or, [facility] via email on 16aug2024: we do have mdip 40088 here to return. Additional information received from [name], rn, [facility], via email on 20sep2024 I spoke with one of our staff members present during this event. He said the bag itself did not rip, but the string broke and then the bag was no longer cinched closed around the circular stapler. Intervention: a 1:1 ratio of povidone iodine 10% and 0.9% sodium chloride irrigation was used to irrigate and wash out the affected port site. Procedure proceeded as planned. Patient status: no apparent harm - reached patient/person, inconvenient.